Event description:
The facility representative reported a colleague infusion pump with a 16:310 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available this involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 16:310 was confirmed but not reproduced during product evaluation. This condition was due to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.